Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "original article endoscopic papillectomy for ampullary adenoma and early adenocarcinoma : analysis of factors related to treatment outcome and long - term prognosis". The literature reported the result of 253 patients with papillary adenoma who underwent endoscopic papillectomy procedure using olympus sd-y-0001 and unspecified stent from january 2002 to march 2020. In the literature, it was reported complication as follows: pancreatitis (mild 15 cases, moderate 3 cases, severe 1 case); bleeding (mild 21 cases, moderate 2 cases); perforation requiring drainage and fasting for several days (7 cases). There are not mentioned that these complications were related to the subject device in question. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. However, omsc assumes that "severe pancreatitis" and "perforation requiring drainage and fasting for several days" might be related to the subject device, and the subject device might be caused or contributed to a death or serious injury. Therefore, omsc determined that the "severe pancreatitis" and "perforation requiring drainage and fasting for several days" were adverse events to submit. Omsc will submit 2 medical device reports (mdrs) depending on the event. This is a report on "perforation requiring drainage and fasting for several days".